Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the stylet and catheter did not fit together well. The stylet was dragging which shaved plastic off inside the catheter. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
Additional information: the catheter and stylet were returned to the manufacturer for analysis. Analysis found that both were in good condition with no apparent physical damaged. The two fit together without issue. No problem was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that a new laser kit was opened to complete the case.